Event description:
Philips received a complaint from customer reporting a low leak co2 rebreathing alarm occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue. The rse instructed the customer on the proper equipment setup for further troubleshooting. The customer reported the issue persisted despite further action. The customer reported the exhalation ports were clear and the air inlet filter was clean. The rse then recommended to the customer either replacement of the flow sensor assembly or the gas delivery system (gds) for correction. Investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the customer and therefore cannot be determined. It is unknown if any parts or repair have been conducted to date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.